Event description:
It was reported that the readings dropped to zero after 30-60 minutes of operation. No patient injury was reported.

Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. Operator of device is unknown. No information has been provided to date. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The monitor was powered and left to run and the pump would make a hissing sound, had low flowrate 129 ml/min (spec. 150+/-20 ml/min) and would stop and start. The pump was replaced and now the readings are accurate and steady and the pump is quiet. The root cause of the reported issue was found to be malfunctioning and noisy pump mechanism as a result of user tampering.. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).